Manufacturer narrative:
The subject device was returned to olympus medicals systems corp.(omsc) for evaluation. As the result of evaluation, the ptfe pad of the subject device was worn and separated. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator¿s technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue was cut off). The instruction manual of the device has already warned as follows; -do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. -when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
The subject device was used during the colon resection. In the procedure, the ptfe pad of the subject device was separated. The doctor replaced it with a spare one but the same event occurred. The doctor completed the procedure with the third device. No patient injury was reported. This is the report for the first one of the two devices.